Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during prime test due to the force sensor damage by moisture. No error alarms noted. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an a33 alarm, which was a compromised force sensor system. No further details given.